Manufacturer narrative:
Medical assessment determined the failure of a segment in the result display is of low risk to the patient. The risk of a complication (thrombosis or bleeding) is extremely low.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that the display on their coaguchek xs meter serial number (B)(4) was not displaying all three digits. The left most "8" is missing digits. The customer could not fully see a code number displayed when a test strip is inserted into the meter. Investigations determined that the conductive rubber within the meter display was not properly contacting. The rubber was adjusted by removing and replacing it. After this action, the display showed all segments.